Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a motor rate error. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for repair with reported problem of motor rate error. Service history review identified the complaint was not related to a previous service of the device within the review period. Review of event history verified the motor rate error. The probable cause was main board damage and the main board was replaced. A worn-out lead screw, clutch and plunger tube was also replaced. Calibration and motor drive test performed, and the device passed all testing.